Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were decommissioned prematurely. It was further reported that the causes for premature decommissioning of the epgs were user interface failure, functional failure (pace/sense) or issues with the epg's case, screen or connection failure. The current status of the epgs is unknown. No patient complications have been reported as a result of this event.